Manufacturer narrative:
P-cap locked in place properly during testing. However, unit was received with partially cracked retainer ring. Unit was successfully downloaded using (thump software) and carelink. The adapt tool was utilized to search for alarms that may have occurred in the past or during complaint calls that might trigger the reason complaint. Unit passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. During download history review no relevant alarms confirm in download history files to confirm reason code. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection no moisture damage or anomalies noted during visual inspection. The following cosmetic damages were noted: scratched case, keypad overlay texture damage, battery tube threads - cracked, keypad overlay peeling, cracked keypad overlay, pillowing keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, cracked case, battery cap contact missing, partially broken retainer and missing display window/cover, minor scratched lcd window. In conclusion, customer concerns are not confirmed. Unable to confirm customer alleged concern of high bgs. No relevant alarms noted in download history review and testing of the unit was successful. Customer concern of damage reservoir tube, reservoir not locking in place, damage screen was not confirmed during visual inspection. However, unit was received with missing battery cap metal contact was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and noticed that the pump screens were damaged, and the reservoir could not be locked in place. Also, the customer reported the battery cap was damaged and there was a crack on the reservoir case tube side. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia was treated with an insulin pump (subcutaneous insulin infusion). The event involved products unk_sensor, unomedical, mmt-342, and mmt-1880. Troubleshooting was performed for the cosmetic damage, and the crack was not impacted the pump's functionality. Troubleshooting was declined for battery cap damage. Troubleshooting was not performed for high blood glucose event, and it was unknown whether the customer has been using the insulin pump system within 48 hours of the reported high blood glucose event or not. It was unknown whether the customer was used the auto mode feature at the time of the event or not. No further patient complications were reported. No product return is required for unk_sensor, unomedical, and mmt-342. Mmt-1880 was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.